Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a button error, a motor error, and for no delivery. The blood glucose reading was 487 mg/dl. The customer was treated. The drive support cap appeared normal. The rewind could not be completed. The no delivery alarm did not occur during the manual prime and the caller was unable to troubleshoot. A continuation of therapy insulin pump was sent but the insulin pump was not returned for analysis. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.